Event description:
It was reported that the patient was in the hospital due to syncope and bradycardia. The patient's vns was disabled. It was reported that there had been no changes to the vns for the past 6 months. No additional or relevant information has been received to date.

Event description:
The patient's neurologist reported that the patient's symptoms improved with a decrease in vns settings. No additional or relevant information has been received to date.